Event description:
Pt was using the product on a demonstration basis. Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a broken sensor on (B)(6) 2010. Pt stated that "the sensor wire looked shorter than normal upon removal."

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. Pt was advised that sensors fracture on rare occasions. Pt was advised not to attempt to remove a retained sensor wire if no portion is visible above the skin. Pt was advised to seek medical assistance if there were any symptoms of infection or inflammation. Pt was instructed to contact dexcom technical support in the event of future broken sensors.